Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported repeated issue occurred with the left master tool manipulator of surgeon console 2 (mtml2) during surgery. The issue had already happened several times during the procedure. The tse checked the logs and confirmed error 23062 on mtml2 related to the roll movement. The tse requested to check for any obstruction at mtml2, but none was found. The issue had also occurred in the past, approximately 1 or 2 months ago, but no specific date or details were available. The tse requested a reboot of the surgeon console, but it was decided to postpone the reboot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that neither of the two consoles was deactivated during the procedure. After the error occurred several times, the customer switched to the other console, and the procedure was successfully completed using the robotic system. After consulting with field service engineer, the system was then restarted and disconnected the affected console from the system after it had shut down. The field service engineer replaced and recalibrated the left master manipulator (mtml) on the affected console to resolve the problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the surgeon side console(ssc) master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the mtm involved with this complaint to perform failure analysis.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by failure analysis team. A review of the field lighthouse showed that the mtm had experienced error 23062, indicating an issue with mtm_roll. A visual inspection was performed and found the mtm had no external damage. The mtm was placed on in-house system and failed with error code 23062. Upon further testing, the mtm was placed on sftp to perform fitness tests and 1-hour sine cycle. The mtm failed backdrive, mtm_roll clutch button cal verification, gravity balance test post sine cycle test. After investigations, failure analysis found the root cause of the data acquisition & fault detection module (dafd) 23062 error to be due to the roll motor, wrist pitch gearbox motor and slipring.

Event description:
Refer to h11 for follow-up information.